Event description:
The user facility reported pneumothorax was detected following a spray cryotherapy procedure which included use of the trufreeze console. A chest tube was placed to treat the pneumothorax and the patient was later discharged.

Manufacturer narrative:
Through follow-up with the clinical product specialist, we learned that the patient was three months post right lung transplant. The area being treated was the scarring from the transplant in the right bronchus. Two spray cryotherapy treatments were completed. A third spray treatment was initiated; however, the treatment was stopped when the user observed patient chest distension. Intra-operative imaging confirmed pneumothorax. A chest tube was placed, and a fourth spray treatment was successfully completed with no issues noted. The chief medical officer (cmo) for trufreeze and the physician reviewed the case and determined the patient presentation and medical history were contributing factors to the event. The instructions for use for the trufreeze system states "the physician should carefully consider the patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The log file of the trufreeze console subject of the event was reviewed and there were no abnormalities observed. No additional issues have been reported.